Event description:
The doctor made a pass with the c-t ii needle and when the needle/suture exited the pilot guide, a small sliver of plastic was pushed into the abdominal cavity.

Manufacturer narrative:
The returned c-t ii port closure, 10/15(mm) is still under investigation by our engineering department. (B)(4).